Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor wire was detached. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. No additional patient or event information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: make sure transmitter is snapped into sensor pod.